Manufacturer narrative:
The damaged 6.0mm tenolok tenodesis anchor with one no. 2 hi-fi suture was received for evaluation. Visual inspection shows the anchor body failed and is deformed. One of the three spreadable anchor points is deformed laterally as opposed to its normal radial spread. There is no damage to the suture loop spreader or the inner tube. At the time of this report, patients status is unknown. (B)(4). Manufactured on 08-jun-2016. Of the lot containing (B)(4) units, there have been no other similar complaints received. A review of the device history record (DHR) found no anomalies or non-conformances noted during the manufacturing process that could have caused or contributed to the reported problem. A review of complaint history since the release of this device in dec-2015 showed (B)(4) other reports of similar events. During this same time frame, approximately (B)(4) units have been sold worldwide, making the rate of occurrence for this failure mode (B)(4)%. To date, there have been no patient long term effects reported for this product family since its release in dec-2015. The reported problem will continue to be monitored via the complaint system to ensure product safety. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. The tenolok anchors were released in dec-2015 and the use of this product is technique dependent. The instructions for use (IFU) provides the user with the following contraindications, warnings, and precautions. Contraindication: - pathological conditions of bone which would adversely affect the tenolok tenodesis anchors. Warning: - preoperative and operating procedures, including knowledge of surgical techniques and proper selection and placement of the implant are important considerations in the successful utilization of this device. Surgeon must choose proper implant size based on specific procedure and patient history. Precautions: ensure the anchor is properly seated on the driver tip prior to and during implantation. Ensure the free ends of the suture are securely locked in place around cleat on delivery handle. Avoid lateral loading while inserting the device. Maintain proper alignment during insertion of the anchor and disengagement of the delivery handle. Proper orientation and alignment of instruments is important during implantation of the tenolok tenodesis anchor to minimize possible breakage of the anchor. Breakage of the device is possible if: the bone preparation device is not inserted to the proper depth; the device is not properly aligned with the pilot hole; the device is loose or not securely attached on the delivery handle; the device inserter is used for prying; the device is advanced too deep; a small amount of forward pressure is not applied while rotating the handle.

Manufacturer narrative:
As reported, the product is expected to be returned for evaluation. However, as of this filing, the "used" tenolok tenodesis anchor has not yet been returned from the user facility. A supplemental and final report will be filed upon the completion of the product evaluation and the complaint investigation.

Event description:
The user facility reported that during use of the 6.mm tenolok tenodesis anchor in a biceps tenodesis, cuff repair procedure, the anchor broke as the surgeon was hammering it into the drilled socket on the bicep. With the use of another tenolok anchor, the procedure was completed as planned with only a 5-minutes delay and no patient injury. However, the report further indicated that the surgeon has commented that he "believes the biceps tendon may have been slightly damaged". Follow-up with the surgeon for clarification on his comment, the surgeon confirmed that he "believes the tendon was damaged". He further stated that "the long term effects could be a popeye deformity", but that he will not have a full answer and/or confirmation until the 6-week follow-up. This reported incident is being reported as a reportable event due to the alleged "tendon damaged" and a possibility of a potential adverse effect could have occurred as a result of the damaged tendon.